Event description:
The user facility reported that during a patient procedure their 3080rl surgical table would not respond to commands. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
The 3080rl surgical table subject of the reported event is approximately 31 years old. A steris service technician arrived onsite to inspect the 3080rl surgical table and found that the table was not responding when commanded. During the technician's evaluation, he found that the table batteries were not holding a charge. The technician replaced the table batteries and power supply, tested the function and operation of the 3080rl surgical table and confirmed the device to operating to specifications. The 3080rl surgical table was returned to service and no additional issues have been reported.